Event description:
User experienced erratic calibration issues and erroneous ise results for about 20 to 30 pt samples. User said "no results went out, because they saw the abnormal values #, and took all of the samples and reran them on another ise module" (ise3) at customer site. Sample type is plasma. Only the following pt example was provided which was discrepant for potassium. Initial result gave 56 mmol per l and was accompanied by an "l" (level error) data flag. The same sample was repeated on other ise module (ise3) giving 3.6 mmol per l. No erroneous results were reported, and no pts adversely affected. Customer checked status of ise reagents on board the analyzer and found the ise diluent was not priming as the line was dry. Customer cleaned filter and primed ise reagents. Customer ran calibration and controls which passed.